Event description:
A report was received that patient's spinal cord stimulator was not working correctly. Patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there was no issue with the ipg. The ipg was explanted and upgraded for more low back coverage. No device malfunction suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that patient's spinal cord stimulator was not working correctly. Patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). (B)(6) 2014.